Event description:
During the eval of a returned spectrum infusion pump, 16 occurrences of an "upstream occlusion" alarm were identified in the event history log, which indicates a potential malfunction of the device no additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the eval is complete. This complaint is an ancillary service event opened during the investigation of complaint (B)(4). The "air-in-line" alarms were confirmed through the event history log review. The ultrasonic sensor was found to be out of specification and has been replaced.